Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead, product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported poor communication on the patient programmer (pp). They were not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was (B)(6) 2014. The last successful recharge session was on (B)(6) 2014. The patient was hospitalized after her car accident and didn¿t charge after that. On (B)(6) 2015, the manufacturing representative (rep) reported an overdischarge. The patient stated the ins seemed a little deep. Prior to the accident she got 6 coupling bars generally. The patient was sent home after completing 2 physician mode recharge (pmr) in the office. The patient performed 5 more pmr. Follow-up with ta manufacturer representative on (B)(6) 2015 showed the power-on-reset was cleared and the patient was receiving effective therapy. Her ins was fully charged and she was given instructions on keeping it charged. Additional information was received and it was reported that they were in a bad car accident and were hospitalized and they were unable to charge their ins so in (B)(6) 2015 they attempted to charge their ins and were unable to. The patient met with medtronic representative in (B)(6) 2015 and they assisted the patient in charging their ins. After the recharge the patient's ins didn't hold a charge as long as it previously did.